Event description:
The rptr did a meter to healthcare professional meter comparison test. The tests were done side by side, in the fed state, with results of 110 mg/dl on the rptr's meter and 150 mg/dl on the healthcare professional meter. The rptr did not have any symptoms.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8